Event description:
It was reported that the patient presented to the emergency room after an alert was triggered for high pacing impedance measured in the right ventricular lead. The lead fracture was suspected, and the lead was deactivated via programming. The patient was stable.

Event description:
New information received that the right ventricular lead also exhibited high capture thresholds. The lead was explanted. The patient was stable